Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 3.9 mg; therapy date: (B)(6) 2017. The stellarex 0.035¿ otw drug-coated angioplasty balloon is indicated for the treatment of de-novo or re- stenotic lesions in the lower extremities to establish blood flow and to maintain vessel patency. Lot #: fwv16l18a; expiration date: 12/02/2018. (B)(4). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. / combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the left proximal, mid, and distal sfa. Approximately 5 months post index procedure, the patient experienced an in-stent thrombosis of the left sfa. A successful revascularization of the target lesion was performed on (B)(6) 2017. The physician indicated this is not related to the study device or procedure.